Manufacturer narrative:
(B)(4). PMA/510(k) #: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the patient's frederick-miller feeding enteral feeding tube port at the end came off of the tube. For this patient it was reported this is a nasojejunal (nj) tube. The patient's body is reported to be difficult for advancement, into the jejunum, therefore, simply replacing the tube is challenging. The patient has some reported gastroparesis and dismotility requiring a first tube (unknown manufacturer) to be placed in (B)(6) 2017. The first tube was replaced with the frederick-miller feeding enteral feeding tube on (B)(6) 2018. On (B)(6) 2018, while the patient was gently disconnecting the tube, the connector on the end of the tube slid off of the tube. The tube was inserted at the hospital for continuous feeds throughout the day (9am - 9:30pm) though it is often off for a couple hours during the day for activities such as swimming or if the gastric pressure builds up and the pump errors (typically takes about 90 minutes to restart if she is walking or longer if stationary). The patient is reported to be allergic to the anesthetics that would normally be used to feed the tube into the child meaning that the process of placement is more painful. The patient has recently recovered from the flu, so the additional agitation of her nostril is undesirable (and the other nostril is presumably still recovering from the previous tube just a few weeks ago). In additions, some of the meds that would help with this have been showing side effects, so they are not an option. It was reported the patient has had a significant amount of radiation recently for the previous placement and other procedures. This tube is only a few weeks old suggesting it would have a good long life still inside the body. For these various reasons and others, we would much prefer to make use of the tube that is already placed and in position." The patients caretaker wanted to attempt to repair the connector as it appears to be made of two pieces - "the main connector and then the small white skirt at the leftmost. My assumption is that if I had these two parts separately that I could attach them to the tube probably after trimming the flared portion of the tube off. (Sic) on (B)(6) 2018 the manufacturer director of clinical support and logistics recommended to the patients caretaker to have this catheter replaced with a new feeding tube. Any type of repair that would be a possibility would end up restricting the lumen of this catheter significantly, increasing difficulties in getting enteral feeding solutions through a smaller bore. The patients outcome or tube replacement is unknown at this time.

Manufacturer narrative:
Additional information: adverse event and product problem. Required intervention to prevent permanent impairment/damage (devices). Additional information from the customer identified, "we were not able to reattach a connector to the tube. We ended up removing the tube and having a new nj tube placed". The customer also clarified that, "my daughter was in the process of untangling the tube from her hair after swimming and getting it reattached to the pump when the end was pulled off." Type of report:serious injury. Patient codes: (3191) replacement procedure required. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new information has been received since the last report was submitted.

Manufacturer narrative:
Corrected data: brand name: device information. Product reprocessed: no. Manufacturing site for devices. Single use: yes. Investigation evaluation: a review of complaint history, device history records, documentation, drawing, the instructions for use, manufacturing instructions, quality control data, and specifications was conducted. Clinical assessment: it appears the patient is active (swimming) and it is not certain how the device is secured during these periods of activity. The parent states the device is disconnected and reconnected at various times during the day in addition to when the tube feeding ends at night and resumes in the morning. Therefore, the hub is frequently handled. It is not known if the luer tip syringe is used for flushing. At this time, the most probable causes of this event are device handling and device failure related. The actual complaint device was not returned. A photograph was provided for review. Without the complaint device, a physical investigation was not able to be completed. A visual examination of the provided photo confirmed the connector cap and enteral adapter proximal assembly hub separated from the flared feeding tube shaft. Additionally, a document based investigation has been performed. A review of the device history record could not be performed as the lot number of the device was not provided. It cannot be determined which specific lot number this device came from; therefore, it cannot be determined whether any representative devices from the same lot number are available for evaluation. A review of our complaint management system indicated no additional reported complaints on each possible lot number. A search for all of the c-fmt-8.0-120 frederick-miller feeding tube sets sold to the hospital where the feeding tube was placed revealed all of the lot numbers within the last three years that were shipped to the hospital. The shelf life of the product is three years. The lot numbers: 6025091, 6165461, 6726974, 6734751, 8078061, 8078062, and 8158414 were all shipped to the hospital within the last three years. A review of the device history records for each lot number above and each of their pv8.0-ce-120-p-3s-fmt frederick miller feeding tube internal components revealed two non-conformances related to the reported failure. 1) one product from lot number: ic5746642 was noted to have a damaged fitting during the proximal fitting process. 2) two products from lot number: ic6013765 were noted to have a surface defect during the proximal fitting process. Although these non-conformances are related to the reported failure, these products were scrapped before the lot was released. A review of previous complaints on the same device with similar failure modes was performed. There have been no complaints within the last three years where the entire flared feeding tube shaft separated from the proximal assembly hub. This complaint was confirmed based on visual examination of the provided photo. Thus, this complaint will be trended as fitting, separation. Based on the information provided, photographic inspection, and the results of our investigation, it cannot be determined with certainty how the feeding tube separated from the proximal fitting. Therefore, it was determined the possible root causes of this complaint are caused traced to manufacturing (manufacturing deficiency) and cause traced to user (unintended use error caused or contributed to event). Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints and have notified the proper personnel about this event. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.